Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed by the field systems engineer. The reported event could not be replicated as system functioned as expected without any issues. The engineer then discovered that the event was caused by the user's misunderstanding of the system as they were trying to collimate during 3d. User was trained on the proper way to save the collimator position for 3d and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would collimate down but would not retain its position when taking a 2d. There was no patient present when this issue was identified.